Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a loss of connection occurred between the transmitter and the pump. No additional patient or event information was available. A root cause could not be determined. Customer declined troubleshooting the issue. Multiple attempts were made by tandem technical support to obtain additional information; however, no response was received.